Event description:
Due to irritation from the device, patient developed an intraoral ulcer. Orthodontist prescribed salt water rinses and an antibiotic (erythromycin) for the patient. The device was removed and patient has recovered from the infection.